Event description:
Paramedics responded to a patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed as in vfib vs. Pulseless vtach. Initially, two shocks of 200 joules converted the patient to asystole. On the second and third attempts, the device was charged and discharged. The patient appeared to receive the shock and their ECG converted as viewed on the device's display, but according to the report, the device alarmed no energy delivered. Another shock of 360 joules converted the patient to a sinus rhythm and they were transported to the hospital. Patient outcome is unknown.